Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. It was noted that the patient utilized an Omnipod 5 insulin pump at the time of the event. On (b)(6) 2026 the CGM value was 300 mg/dL, and she administered an unspecified amount of insulin via closed loop. No symptoms were specified at that time. At noon she lost consciousness, and her parent called emergency medical services (EMS). A blood glucose fingerstick (BG FS) value by EMS showed value was higher than their equipment could measure (above 500 mg/dL). No CGM values were provided. She was transported to the hospital and admitted for Diabetic Ketoacidosis (DKA) with a BG FS value of 1,400 mg/dL. A breathing tube was placed (ventilator), with oxygen support, and treatment included insulin and other medications. At some point she regained consciousness and subsequently had diarrhea and difficulty eating. Pre-existing medical conditions and other diagnoses at the hospital were not specified. She was discharged on approximately (b)(6) 2026. She returned home with supplemental oxygen for difficulty breathing. Other symptoms after discharge included fatigue, swelling, and diarrhea. She had limited food intake, an unspecified kidney injury, and an inability to work after the event. The duration of symptoms was not provided. At the time of the report on (b)(6) 2026 she felt good and was improving. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia and/or Diabetic Ketoacidosis, and loss of consciousness.